Manufacturer narrative:
This report is submitted on june 01, 2018.

Event description:
Per the clinic, the patient experienced intermittencies with the internal device, however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.